Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Lvad implantation is associated with numerous risks. Serious and life threatening adverse events, including stroke and bleeding have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes.  Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding. Although the root cause of the reported event cannot be conclusively determined, patient, clinical and operational context are factors that may have contributed.  With review the reported information there is no indication of any device performance or manufacturing issues related to the event.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
A report was received that during routine patient updates it was noted that this patient started experiencing neurological, stroke-like symptoms on (B)(6) 2017. The patient was taken for emergent computed tomography (CT) scan of the head, which was normal. The patient then started having tremors, and was taken for a second CT scan on (B)(6) 2017, which revealed a bi-frontal and right occipital infarct. The cerebrovascular accident (cva) initially began as ischemic, but soon thereafter converted to hemorrhagic. The patient was also on heparin drip, which was stopped post event. There were no vad alarms noted. To date, the patient has left-sided paralysis and right-sided tremors. He has not woken up since the event. The medical team does not attribute the event to the device. No further information was provided.